Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 530 mg/dl. Cause was not known. Reportedly, the customer administered a manual injection to address elevated bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned